Manufacturer narrative:
Investigation and analysis: the actual devices involved in the incident were not returned for analysis and investigation. Five (5) hospira list # (B)(4) effective cap for needleless valves were secured and tested with five (5) d1000 tego connectors from inventory. Functional tests were performed where each of the effective caps were mated/attached to the tego connectors and left on overnight (approx 18 hours). The effective caps were removed and the tegos were then leak tested per the product performance specification. The results recorded no leaks, damage or component/silicone seal separations were found. Although there were no issues/failures replicated, the tego connector directions for use (dfu) does contraindicate and states "do not use caps on tego." This info was communicated/provided to the facility staff.

Event description:
Complaint rec'd reporting an incident involving the use of hospira effect IV caps and d1000 tego connectors. The incident info rec'd reports a 05/13 event where after removing hospira effect IV cap from the d1000 tego connectors, dialysis lines were connected to the tego connectors. After an unspecified length of time, the dialysis machine alarmed for high arterial pressure. Clinician noted air in the circuit of the dialysis machine. The lines were disconnected from the pt and the lines and circuit were cleared of the air. After an unspecified length of time, the pt complained of trouble breathing. The clinician placed the pt in trendelenburg and increased the administration of oxygen to an unspecified rate. An echocardiogram (echo) was performed to rule out an air embolism. The echo was negative for an air embolism. The pt was reconnected to the machine and given dilaudid (0.6 mg) for pain. The tego was removed and replaced, the dialysis procedure was completed and the pt was transferred back to his unit and room. Upon examining the tego connectors that were removed/replaced, it was reported "that the silicone membrane of the tego connector was missing and the plastic around the membrane was intact." Note: the tego connector directions for use (dfu) contraindicates use of caps such as the hospira effective cap and states "do not use caps on tego." This info was immediately communicated/provided to the facility staff. The facility has removed/discontinued use of this accessory cap.